Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter; unable to evaluate returned test strips since strips were used and loosed. Most likely underlying root cause of malfunction:user's test strips had a poor storage(purse). Manufacturer recommend stores the product in a dry place at room temperature (36f-86f).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 220mg/dl and 255mg/dl. The customer's expected fasting blood glucose test result range is 100mg/dl to 200mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification,customer storages product in the purse. The test strip lot manufacturer's expiration date is 08/31/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6). The customer has not made any recent changes in diet, exercise regimen, and medication. The customer is testing once a day (fasting) and is taking medication to control the diabetes (pill form).